Manufacturer narrative:
Evaluation summary: the device may have fractured due to high, repeated impaction forces, especially if they were not in line with the axis of the recess. The exact cause cannot be determined with certainty. Evaluation: as returned, a piece of the impactor head has fractured off the device. The fractured piece was returned with the complaint and appears to fit onto the head indicating all of the head was returned with the complaint. The device history records are intact and conforming, indicating the device was manufactured to specifications. The device meets specifications as measured and has a potential field age of approx 1 year. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that upon impaction of the glenosphere, the impactor head fractured into two pieces.